Event description:
The pt experienced pain at the ins site. He felt it was located too low on his waist and wanted it higher to prevent discomfort with clothing. The ins was modified. No complications were reported.